Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured july 18-22, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed fluid in the bladder which suggests a possible underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate large volume infusor underinfused during patient infusion. The device contained 5-fluorouracil. The expected infusion time was 46 hours at 5ml/hr; however, about 40% of the drug remained in the device 6 hours after the expected completion time. The flow rate was then increased to 12 ml/hr to finish the infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.